Event description:
The customer reported falsely elevated alinity I anti-hbs results generated by the alinity I processing modules for a patient. The following data was provided: customer¿s ranges: <10 miu/ml is nonreactive; >100 miu/ml is strong immunity. (B)(6) 2025 on ai01744 with plain tube: result on 1st run = 1.05 miu/ml (nonreactive), result on 2nd run = 1.15 miu/ml (nonreactive), result on 3rd run = 252.01 miu/ml (reactive). (B)(6) 2025: result on ai01744 with edta tube = 1.95 miu/ml (nonreactive) result on ai02283 with edta tube = 2.04 miu/ml (nonreactive) result on ai01744 with plain tube = 547.80 miu/ml (reactive), result on ai02283 with plain tube = 473.40 miu/ml (reactive). The customer believed that the nonreactive results were correct for the patient. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a ticket trending review, a device history record review, and a labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. The customer suspected the sample caps were mixed up resulting in possible cross contamination. A review of tracking and trending for the alinity I anti-hbs assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 61065fz00. A review of the device history record did not identify any non-conformances or deviations with lot 61065fz00 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified. The alinity I anti-hbs reagent, lot number 61065fz00, is performing as expected.

Manufacturer narrative:
This report is being filed on an international product, list number: 07p89 that has a similar product distributed in the us, list number: 07p88, with 510k/PMA/bla number: p050051. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity I anti-hbs results generated by the alinity I processing modules for a patient. The following data was provided: customer¿s ranges: <10 miu/ml is nonreactive; >100 miu/ml is strong immunity. On (B)(6) 2025 on (B)(6) with plain tube: result on 1st run = 1.05 miu/ml (nonreactive). Result on 2nd run = 1.15 miu/ml (nonreactive). Result on 3rd run = 252.01 miu/ml (reactive). On (B)(6) 2025: result on (B)(6) with edta tube = 1.95 miu/ml (nonreactive). Result on (B)(6) with edta tube = 2.04 miu/ml (nonreactive). Result on (B)(6) with plain tube = 547.80 miu/ml (reactive). Result on (B)(6) with plain tube = 473.40 miu/ml (reactive). The customer believed that the nonreactive results were correct for the patient. There was no impact to patient management reported.